Event description:
On (B)(6) 2013 it was reported that the physician handheld was plugged into the wall all night but would not get past the "clear all data" screen despite pressing both button options listed on the screen. Removing the battery and flashcard was tried but the handheld still would not progress. A hard reset was also tried with the handheld plugged into the wall, to no avail. It was confirmed that the lock button was not engaged. It was reported that the handheld would be returned to the manufacturer for product analysis but it has not been received to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 the handheld and flashcard were returned for product analysis. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. During the analysis of the handheld it was identified that the handheld could not complete a hard reset. The cause for the anomaly is associated with a loose connector on the main board that caused the contacts button to be nonfunctional. Since the button was not functioning, a hard reset could not be completed. Once the connector was reseated, the buttons functioned as expected and a hard reset was performed with no anomalies. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld passed all functional tests prior to distribution.